Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital with pain. No electrical anomalies were noted. The patient continued to be monitored and later was hospitalized. Loss of capture threshold was noted. The patient was presented for a normal generator replacement. During the procedure, the set screw thread would not rotate. The header was broken and ra lead removed. The lead remains implanted. The device will not be returned the patient was stable.

Event description:
Correction: programing changes were made and resolved the capture issue prior to the device explant.